Event description:
It was reported that during a da-vinci assisted benign hysterectomy surgical procedure, the blade of a vessel sealer extend instrument did not extend and the seal was not correct. The user converted to another da vinci system and there was no known impact or patient consequence was reported.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.